Event description:
Pt had a gtube and a peritoneal dialysis catheter. Was on tube feeds and had medication orders to be given via gtube. Rn inadvertently administered feeds/meds via peritoneal catheter instead of the gtube.